Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was observed with loss of capture and high thresholds. The physician suspected dislodgement or fibrosis around the lv tip. The lead was inactivated and remains in the patient. No patient complications have been reported as a result of this event.